Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous right coronary artery (rca). A 2.75x38mm promus element ¿ long drug-eluting stent was implanted in the mid rca with no issues. However, the condition of the patient condition suddenly deteriorated and the patient died.